Event description:
It was reported that the device was used during an unknown procedure. The device stapled, but did not cut. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.